Manufacturer narrative:
Further information was requested but not received yet.

Event description:
Related manufacturer reference number: 2017865-2024-72250. It was reported that the patient's pacemaker and right ventricular (rv) lead exhibited noise. No intervention was performed. There were no patient consequences.